Event description:
Product analysis was completed on the returned devices. No other relevant information has been received to date.

Event description:
It was reported that the patient was seen to have high impedance. The rep was notified that the patient has a disconnected lead but was not able to confirm if this was the physician's suspicion or if this was visually confirmed. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental #01 report inadvertently noted that the patient underwent a full revision when it was an explant only. H6 adverse event problem, corrected data: supplemental #01 report inadvertently coded f1905 instead of f1903. H3: device evaluated by MFR? Code 02 - product analysis of the suspect product is currently underway.

Event description:
The explanted lead was received, and product analysis is underway. Additional details received noting that the patient only underwent explant surgery on (B)(6) 2025 and no devices were replaced.

Event description:
Additional information received noting that the patient underwent a full revision on (B)(6) 2025. A new generator was first connected but the impedance was still high so the surgeon proceeded to perform a full revision. It was reported that during the explant of the lead, the surgeon found a break in the lead right next to the coils around the nerve. The explanted lead has not been received by product analysis to date.